Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue; stent dislodgement. It was reported that the stent dislodged from the balloon onto the shaping wire when it was removed from the hoop. Reportedly, there was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned without blood visible. There was moisture visible in the guide wire lumen. The stent implant was dislodged from the sds. It was returned in the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer members, 9.6 cm distal to the guide wire exit notch. There was a kink in the hypotube, 64.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was returned. During the analysis the stent was inadvertently misplaced before the stent outer diameters could be measured. The inner diameter of the flared end of the protective sheath was measured and met mfg criteria. Prod performance engineering reviewed the incident info and analysis of the returned sds. It was reported that the stent came off on the shaping wire when it was removed from the hoop. Analysis of the sds noted moisture visible in the guide wire lumen, which suggests that the device was prepared for use. The stent implant was confirmed to be dislodged from the balloon and returned inside the protective sheath. The inner diameter of the protective sheath met mfg criteria. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can become disrupted on the balloon, which may also facilitate dislodgement. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a mfg quality issue. Unfortunately, the stent implant was inadvertently misplaced during analysis prior to measuring the outer diameter; however, stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification. Therefore, there does not appear to be a quality issue with the lot; however, a conclusive root cause cannot be determined. In addition, a kink in the distal shaft and hypotube were noted, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the prod performance group.